Event description:
Pt reported on several occasions the infusion set luer was leaky. Pt stated that one of the dates the issue occurred was on (B)(6) 2011. Pt reported his blood glucose level became elevated over 300 mg/dl. Pt's normal blood glucose level is 100 mg/dl. Pt stated he took correction via the infusion device and was able to get his blood glucose under control himself. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.